Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that an unspecified medication infused faster than expected. There was no report of patient harm .the event occurred in the ER. Although requested and several attempt made to the customer there are no other event details provided.

Manufacturer narrative:
Additional information provided. The customer¿s report that an integrilin infusion completed in four hours instead of the intended 9 hours was not confirmed. Physical inspection noted the device to be in good condition with no anomalies observed. Analysis of the pcu event log showed that the infusion was stopped by an air in line (ail) alarm approximately 3 hours and 40 minutes after it was initiated and the user terminated the infusion at that time. The recorded total volume infused at the ail alarm was 38.421ml. The log analysis could not determine if the bottle was empty at the time of the alarm. Functional testing was performed and the device was operating within specification. The disposable set was not returned for investigation. The root cause of the customer¿s report was not identified.

Event description:
The customer reported at 0114 an integrilin infusion (75mg/100ml bottle of which10 ml was discarded) was programmed to infuse at a rate 11.02ml/hr. For duration of 9 hrs. However completed in 4 hrs. Although the user stated the infusion completed in 4 hrs. It is documented that the user noticed the bag empty at 7am. It was reported that prior to initiating the infusion 2 rn verified the set up. There was no report of patient harm. The event occurred in the ER. Although requested and several attempt made to the customer there are no other event details provided.